Manufacturer narrative:
(B)(4). The device was received and an evaluation is pending. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away. It was unknown if therapy was ongoing until the time of death. It was reported that the cause of death was due to cardiac and respiratory failure. No additional information is available at this time.

Manufacturer narrative:
(B)(4) the device was received for evaluation. The device passed electrical, but failed functional testing due to a reload set 151. A review of the device event history revealed no system errors, anomalies or hardware device failures. The device service history and device history was reviewed and there were no issues identified. There was no failures or malfunctions identified during evaluation that could have caused or contributed to the reported event. If additional relevant information is received, a supplemental medwatch will be filed.